Manufacturer narrative:
He date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: result - four photos of the device were returned to the manufacturer. No actual sample was returned for investigation. The photos showed a failed activation of the safety shield. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5355185. No abnormalities were observed after reviewing preventive maintenance, calibration and equipment. Conclusion - bd was able to confirm the customer's indicated failure mode. The root cause of non-conformance could not be determined as no actual sample was returned for investigation.

Event description:
It was reported that the ambulance nurse sustained a needle stick injury on the suspect device. Lab work was performed on the nurse and the results were negative.